Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during the procedure, damage of the outer catheter surface was noted.

Manufacturer narrative:
During the visual inspection, the reported damage of the catheter could be confirmed. The selectra was found severely stretched in the distal area. A comprehensive analysis was performed in order to identify the origin of this damage. Based on the results of these investigations an unexpected material weakness is highly likely. However, the definite root causes for the observation were not determinable. The re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly.